Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer received assistance from technical support to reset the pump, and the issue did not recur. Technical support instructed the customer to continue using the pump and advised to call back if the problem reappears, which the customer understood. No further assistance was requested by the customer.